Event description:
11/11/95 dr began to insert a bipolar right hip prosthesis. Dr noted that after the skin incision was made and cautery was required, that the cautery was interfering with the pt's pacemaker on the heartbeat. Bovie unit with settings of coag 55/cut 75 caused pt to go into aystole. Bovie unit was changed but pt continued to have disturbance of the heartbeat every time dr attempted to use the bovie. Magnet was placed over pacemaker and situation corrected.